Event description:
Customer's wife called our company on (B)(4) 2009. Pt was charging his voice prosthesis and dropped it into his airway. Per his wife, he had inserted the strap onto the inserter stick incorrectly. Pt was taken to hospital; procedure to locate device was done; although pt ended up coughing device out. Per wife, pt is seeing slp for questions re: insertion of device & is doing well.